Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen 2000mcg/ml; 709mcg/day in an implantable pump for intractable spasticity and multiple sclerosis. The patient medical history included non-hodgkin's lymphoma, hypertension, diabetes, and antiphospholipid syndrome. The concomitant medications were unable to be obtained. The pump was reportedly eroding through the skin. The patient was currently "inpatient" due to chemotherapy. The issue was found during skin assessment on (B)(6) 2018. The health care provider (hcp) would explant, and the explant date was tentatively (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered ongoing. The patient status was indicated to be alive with no injury. The issue was considered ongoing. The hospital was in possession of the pump. The pump would not be returned as the hospital was performing testing related to infection. No further complications were reported/anticipated.